Event description:
This lv lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013. It has been referred for lv lead revision due to lead dislodgement with non-capture. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).